Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump received pump error alarms. The customer¿s blood glucose level was unknown. The customer performed self test but the alarm occurred again. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
The device passed displacement test and self test. Pump error 4 followed by pump error 53 was present in the pump trace download due to software error.